Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On an unknown date 4 years ago an epic stented tissue valve was implanted. The patient was admitted to the hospital with shortness of breath and mitral regurgitation. On (B)(6) 2021, the valve was explanted and replaced with a 25mm bicarbon fitline valve. The patient was reported to be in stable condition.

Manufacturer narrative:
An event of shortness of breath, regurgitation, and valve replacement was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.